Event description:
The advocate steded her husband tested his blood glucose on his contour and then again on her contour. The readings were 212mg/dl and 100mg/dl, respectively. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips and a new meter were sent to the customer

Manufacturer narrative:
(B)(4).